Event description:
It was reported that unspecified bd¿ tubing was occluded. The following information was provided by the initial reporter: event 1: it was reported by the nurse that the pump continues to alarm occluded. Event 3: it was reported by the nurse that they had difficulty priming IV tubing and it was extremely slow to prime.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the nurse that they had difficulty priming IV tubing and it was extremely slow to prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ tubing was occluded. The following information was provided by the initial reporter: event 1: it was reported by the nurse that the pump continues to alarm occluded. Event 3: it was reported by the nurse that they had difficulty priming IV tubing and it was extremely slow to prime.